Event description:
Medical records state the pt's capsule around the prosthetic is a little firm but is mobile at a baker iii, has shifted higher and fairly tight with a capsule contracture. Operative report states upon removal the prosthetic appeared in good condition.